Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle retraction failure of iagbc. The customer reported as follows: the hcp attempted to activate the safety mechanism after catheter placement, but it did not work properly and the needle was not retracted.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 03-may-2023. H6: investigation summary : bd received an unsealed 22 gauge insyte autoguard blood control pro unit from lot 2298023 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had not fully retracted due to some damage on the barrel of the device. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the assembly process.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle retraction failure of iagbc. The customer reported as follows: the hcp attempted to activate the safety mechanism after catheter placement, but it did not work properly and the needle was not retracted.